Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total laparoscopic hysterectomy, after the first suture reload was loaded/cycled, the surgeon took the first bit on the vaginal cuff and when passing the suture, it came off. The suture fell into the patient cavity and was easily retrieved with a grasper. Another suture reload of the same lot was loaded onto the handle, cycled but the surgeon struggled to toggle it so it was removed from the field. When the scrub tech squeezed the handle and really force the toggle the device open but the needle broke. A completely new handle and suture reload of the same lot was then opened/cycled and used to close the vaginal cuff successfully. There was no patient injury.